Manufacturer narrative:
B5/d11: it was further clarified that the device had been filled with 13.5g piperacillin/tazobactam and citrate buffer in 230 ml sodium chloride (nacl) 0.9%. H4: the lot was manufactured from august 09, 2019 - august 12, 2019. H10: the actual device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The reporter indicated that the expected therapy time was 24 hours; however, estimated that only a quarter of the solution had infused at the end of the expected therapy time. The device had been filled with 13.5g piperacillin/tazobactam in an unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.